Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found an insulation abrasion at 47.2 cm - 47.5 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.